Event description:
The account alleged the brakes are not holding on the head section of the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the brake hex rod to resolve the issue.